Manufacturer narrative:
Updated fields: b4, d9, e1, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was no blood found inside the machine. The fse found the solenoid driver board needed calibration. The unit passed all functional and safety tests after calibration.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that during a routine checkup, the cs300 intra-aortic balloon pump (iabp) device displayed blood detected alarm. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.